Manufacturer narrative:
Additional information b5. The device was replaced. Medtronic received additional information that the oxygenator became ¿sealed¿ during the operation. There was an increase in the delta p, that was detectable based on the perfusion curve. It was stated that the heart-lung machine was replaced after the incident. Medtronic received additional information that a rollerpump sorin s5 was used. The pressure increase was as follows: 08:53: 177 mmhg bei 5.75 l/min pmv 08:53: 181 mmhg bei 4.85 l/min pmv 08:54: 207mmhg bei 4.86 l/min pmv 08:54: 231mmhg bei 4.68 l/min pmv 08:54: 235mmhg bei 4.27 l/min pmv 08:55: 258mmhg bei 4.71 l/min pmv 08:56: 282mmhg bei 3.78 l/min pmv (controlled weaning for change oxy) 08:56: 278mmhg bei 3.65 l/min pmv 08:56: 279mmhg bei 3.51 l/min pmv 08:57: 277mmhg bei 3.29 l/min pmv 08:57: 270mmhg bei 2.80 l/min pmv disoprivan, sufenta, esmeron, noradrenalin, tranexamic acid, heparin, sterofundin for hlm 2x ek and flucloxacillin were used. An act device was used; the values were 563 seconds at 8.47 a.m and 721 seconds at 9.09 a.m. The temperatures measured pre- and post-oxygenator were 36.1°c and 36.5°c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A. Patient information 4 weight in lbs: this information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. The unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: ¿ 162 mmhg blood side pressure drop reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the fusion oxygenator had a high pressure increase after bypass. The use of the device was unspecified. No patient complications have been reported as a result of this event. There were four lots of fusion oxygenator used in the manufacture of this custom pack: 231066887, 231066863, 231270394 <(>&<)> 231066865.